Event description:
During the procedure, it was reported that the balloon did not deflate normally. It was reported that the balloon was tested for inflation/deflation during preparation and could not be deflated. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. (B)(4)